Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the device was oversensing. All lead measurements were normal, however t wave oversensing was seen during in-office ventricular threshold testing. The device remains in use. No patient complications have been reported as a result of this event.